Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer went to emergency room and hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 438 mg/dl then 350 mg/dl and 231 mg/dl. Customer alleges insulin pump was under delivering. Customer was using auto mode feature of the insulin pump was unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin drip. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.